Event description:
It was reported that the device was used during a laparoscopic hiatal hernia repair. It was reported by the rep that (1) 350l obturator outer gasket tore. Another instrument was opened and used to complete the case. There was no consequence to the pt.